Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The investigation is completed. This is an initial final report submission. Review of the most recent repair record determined the unit was found to have unstable motor speed. The motor was replaced and resolved the reported issue. It was noted that the unit was manufactured in september 2013 and has not since been returned for annual preventive maintenance. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during testing this loaner device would not deliver power when engaged. There was no patient involvement. At product evaluation investigation the unit was found to have unstable motor speed. Due diligence is complete with no additional information. No adverse events were reported as a result of this malfunction.